Event description:
I had total reconstruction on my left knee in 2007, I know there were screws used in my operation with cadaver acl. I have had pain, loss of movement, unable to regain my muscle in my leg & numbness. Ever since the operation, I have had no medical coverage to have follow ups either.